Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. G2: foreign: japan. E1: telephone:(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the carrying skin graft's rate of magnification of this complaint product was different from the specification. The event occurred during surgery. There was no reported patient harm. A delay of 0-15 minutes was noted to prepare a new device. Due diligence is complete, no further information is available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet (B)(4). This medwatch is being filed to relay additional information. Visual inspection of the provided picture determined, the carrier appears to have a 1.5:1 ratio. However, no product was returned. And further evaluations could not be performed. Review of the device history record identified no deviations or anomalies, during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing issue. The event cannot be confirmed. If any further information is found, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.